Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the pump identified a hole in the pump tube related to mechanical wear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving remodulin (dose and concentration unknown) via an implanted infusion pump via the delivery for pah clinical study. The pump was returned to the manufacturer for analysis with no associated complaints. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.